Event description:
It was reported that within weeks of post implant, the patient had some "lightheadedness." It was determined that the patient had pacemaker mediated tachycardia. The device post ventricular atrial refractory period was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.